Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the main illuminator made a popping noise and suspects the bulb may have blown. The timing and patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and confirmed that the bulb had blown out inside the illuminator module. The illuminator module was replaced. The system was then tested and met all product specifications. The system was manufactured on july 30, 2012. Based on qa assessment, the product met specifications at the time of release. The illuminator module was received and a visual assessment of the returned sample confirmed bulb debris at the bottom of the illuminator assembly and around the optics. The root cause of the reported event can be attributed to the nonconforming xenon bulb. The manufacturer internal reference number is: (B)(4).